Manufacturer narrative:
The event occurred in the netherlands. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. The patient was not sure which strips were used for which results, but it was either lot 278023 expiring (B)(6) 2012, (B)(6) expiring (B)(6) 2012, or (B)(6) expiring (B)(6) 2012. All three lots were returned and tested.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. (B)(4). The patient was not sure which strips were used for which results, but it was either lot 278023 expiring 05/31/2012, 278028 expiring 08/31/2012, or 278036 expiring 09/30/2012.

Event description:
The customer reports that the following results were each obtained at the following times: 14.5 mmol/l on mobile system 1 at 05.41 p.m 5.1 mmol/l on mobile system 2 at 05.41 p.m 11.8 mmol/l on mobile system 1 at 05.52 p.m. 26.8 mmol/l on mobile system 2 at 05.54 p.m. 6.9 mmol/l on mobile system 1 at 06.26 p.m. 18.5 mmol/l on mobile system 2 at 06.26 p.m. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.